Event description:
It was reported by patient that cleo 90 plastic cannula housing had completely detached from the adhesive. The product was not dropped or subject to impact, and the damage was identified as complete detachment of the cannula housing from the adhesive. There was patient involvement with no harm.

Manufacturer narrative:
The root cause investigation analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.